Manufacturer narrative:
H3: one device was received for analysis. Service history review found no relevant history. The customer¿s initial issue could not be confirmed through remote dose test. Further investigation found a torn downstream occlusion (dso) seal. The dso seal was replaced. A performance verification test (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for a bolus port failure. During device evaluation, a torn downstream occlusion (dso) seal was identified. There was no patient involvement.